Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 127 mg/dl. The customer was disconnected during prime. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the displacement test. Unable to confirm compromised force sensor system alarm or perform the occlusion test, prime/compromised force sensor system test and no delivery test due to motor error alarm. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, stained end cap sticker, minor scratched and cracked display window.